Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-4318, serial/lot: (B)(4), description: clik x anchor sterile kit. As the device involved in the complaint has not been returned, device analysis could not performed. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient felt that stimulation had moved from his back to his feet. It was assessed that the lead had migrated. Patient underwent a revision procedure where it was determined that there were no problems with the device, but rather the lead had migrated due to the anchor having been originally fixed to the fat tissue instead of the fascia. A new lead and anchor were placed during the revision procedure as it was easier for the physician. Patient is doing well post operatively. Devices will not be returned as the facility discarded them after the procedure.